Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear (faulty parts). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the small battery drive device was worn. It was determined that the device was not working due to a faulty motor. It was further determined that the device failed pretest for check for sticky speed trigger. It was noted in the service order that the device had a motor failure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.